Event description:
Report received from the USA stating that the device was found to have a "slit in the hose" during a pre-check. The device was not used during surgery. There were no injured or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).